Manufacturer narrative:
It was reported that a revision surgery was performed due to loosening after a fall onto the left hip. Once opened, it was discovered the stem was very loose. The affected echelon coated stem and biolox delta head, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. Review of the risk management files identified the reported failure as potential adverse events. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. As reported, potential cause of loosening is probably the patient traumatic injury. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, this complaint will be reopened and reevaluated. We consider this investigation closed

Event description:
It was reported a revision surgery was performed due to loosening after a fall onto the left hip, subsequent to a first revision hip surgery. Implanted devices: size 15 left 260 standard echelon stem with associated ceramic head 32 +4.